Event description:
During allergy immunotherapy (it) self-administered injection training at (B)(6) I incurred profuse bleeding at the injection site of my left triceps. The clinic supervisor later told me my syringe (rx from the clinic md) was not the proper syringe. Also it was disclosed that injection of an air bubble into a vessel could potentially be fatal and is possible with this improper syringe. This same supervisor told me he was aware of some 5 additional clinic patients who had received a syringe rx like myself. But he didn't seem to be committed to doing anything about it. He certainly didn't do anything in my case, like offer to exchange for the proper syringe. Also I never received a doctor's counseling before commencing with using these allergy it rx's. It is my impression from all this is self-administered allergy it may not be receiving sufficient FDA oversight. Dose or amount: 2 vials, frequency: every other day, route: into the muscle. Dates of use: (B)(6) 2014. Diagnosis or reason for use: reduce/prevent allergy symptoms. Event abated after use stopped or dose reduce: yes.